Manufacturer narrative:
Reliability analysis inspected two opened and used enlite sensors and performed the bicarbonate buffer test to find 1 of 2 sensors had failed due to a broken and damaged cannula. The broken part was still attached to the tubing. The last sensor passed with accurate readings. Analysis was unable to confirm the needle complaint due to the customer returning only the sensor and not the needle.

Event description:
The customer called in to report a lost sensor alert, that the transmitter did not blink when connected to the sensor, and a bent cannula. The customer's blood glucose level was 137 mg/dl. The customer's sensors were replaced and returned.